Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level described as "high"; cause was not known. A manual injection was administered to address elevated bg. A system and supply check was performed and no issues were identified.